Event description:
An idel observed a leak when filling a cadd solis cassette with morphine, the leak being at the level of the piston. I declare this time because we had already known a similar case for the filling of diffusers but being working for a psad with a purchasing platform, I let them contact the supplier to inform them. Patient information : patient's current condition: nr measures taken in the care facility to manage the patient: change of syringe brand customer response received on : (B)(6) 2023. 1) was there any visible damage to the appliance? No visible damage 2. Can you provide photographs of the product concerned, representative of the defect reported? Photo attached but nothing representative and visible.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, no damage or other defect is observed within the syringes and no evidence of a leakage could be identified. A device history review was performed for the reported lot 1911266, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1911266 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted on the barrel and all stoppers were properly assembled, however, the samples failed the leakage testing. Dimensional testing was performed, finding the stopper diameter to be below specification, leading to the leakage. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. The stopper is provided by a supplier who we have notified of this incident. Please note these stoppers are not being used in manufacturing as this product is no longer manufactured by bd. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
An idel observed a leak when filling a cadd solis cassette with morphine, the leak being at the level of the piston. I declare this time because we had already known a similar case for the filling of diffusers but being working for a psad with a purchasing platform, I let them contact the supplier to inform them. Patient information : patient's current condition: nr. Measures taken in the care facility to manage the patient: change of syringe brand. Customer response received on : (B)(6) 2023. 1) was there any visible damage to the appliance? No visible damage. 2. Can you provide photographs of the product concerned, representative of the defect reported? Photo attached but nothing representative and visible.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a0504 - leak / splash. Patient problem code: f26 ¿ no health consequences or impact.